Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness. No lot release records were reviewed, as the product lot number was not provided.

Event description:
A patient reports their blood glucose level had decreased causing them to loss consciousness and fall. No further information was provided as to this event.